Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 06/22/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received for evaluation. The unit was received with the cap on. The plunger was observed in a fully advanced position and the cartridge was correctly engaged into the device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. When the cap was removed, it was observed that the lens was out of the device, adhered to the cartridge tube. The pushrod was observed exposed out of the cartridge. The lens was cut in two pieces with a haptic detached. The reported issue was verified. However, the condition in which the sample was received indicates that the unit was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fractured during insertion into the eye. There was patient contact. No additional information was provided to abbott medical optics.